Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was between 600 and 700 mg/dl. A manual injection was administered to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.